Event description:
It is reported through the pt that in 1994 pt underwent bilateral total hip replacement. Post-op, in 1997 the left hip was revised due to loosening of the stem.

Manufacturer narrative:
Evaluation summary:cause cannot be definitively determined. No device and x-rays were not returned for evaluation. Manufacturing records are intact, conforming and indicate that the product was manufactured and packaged to specification.